Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and insulin flow blocked alarm. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer stated that the insulin pump alarmed insulin flow blocked and unable to clear the alarm due to up and down buttons were stuck. Customer stated that the insulin pump was not exposed to a change in altitude and confirmed that time is advancing. Unable to complete the insulin flow blocked troubleshooting due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with scratched case.